Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this medwatch: b4, b5, d9, g3, g6, h2, h3, h6, and h10. Section b5: additional information received indicated that they were able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the distal tip of the device. No other devices were used with the concomitant device prior to the encountered resistance. There were no procedural delays due to the event. There was presence of plaque in the vessel. Complaint conclusion: as reported by the field, during a stent assist coil embolization, an EU 4.5x37mm stent 12 mm dw tip (enc453712, 7412878) became impeded and was not able to advance any further in a prowler select plus 150/5cm microcatheter (606s255x, 31040327) and premature separation occurred. The physician tried to retract the stent, but the stent body was found to be separated prematurely from delivery wire. The doctor removed the stent and microcatheter (mc) from the patient¿s body and switched new devices to complete the surgery. Additional information received indicated that they were able to torque the device. There was no evidence of physical material within the device. The resistance was felt at the distal tip of the device. No other devices were used with the concomitant device prior to the encountered resistance. There were no procedural delays due to the event. There was presence of plaque in the vessel. A non-sterile 4.5 mm x 28 mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was found that the pouch contained only the detached sent. The stent was inspected under a microscope, and several struts were noted to be bent near one of the ends. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of lot 7412878. The historical record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent component being impeded in the microcatheter could not be evaluated through functional testing since the stent must be still inside the introducer tube to perform the functional analysis. The observed damage to the stent is likely the result of the reported difficulty maneuvering the stent through the microcatheter, resulting in enough mechanical stress on the stent struts so as to bend them. However, based on the detachment condition of the stent, the issue reported regarding a stent released during the retraction of the enterprise system was confirmed. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Based on this, the customer complaint was confirmed. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. ¿ withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. ¿ withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00577.

Event description:
As reported by the field, during a stent assist coil embolization, an EU 4.5x37mm stent 12 mm dw tip (enc453712, 7412878) became impeded and was not able to advance any further in a prowler select plus 150/5cm microcatheter (606s255x, 31040327) and premature separation occurred. The physician tried to retract the stent, but the stent body was found to be separated prematurely from delivery wire. The doctor removed the stent and microcatheter (mc) from the patient¿s body and switched new devices to complete the surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the healthcare professional reported that during a stent-assisted aneurysm embolization procedure, the complaint stent, a 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712/ 7412878) was impeded within a 606s255x prowler select plus microcatheter and could no longer be advanced. The physician then observed that the stent component was no longer on the delivery wire and the stent component remained in the microcatheter. The physician removed both the stent and the microcatheter to complete the procedure. The patient was reported to be currently stable. There was no report of any negative patient impact. The device was returned to cerenovus for further evaluation. A non-sterile 4.5 mm x 37 mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was found that the pouch contained only the detached sent. The stent was inspected under a microscope, and several struts were noted to be bent near one of the ends. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of lot 7412878. The historical record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent component being impeded in the microcatheter could not be evaluated through functional testing since the stent must be still inside the introducer tube to perform the functional analysis. The observed damage to the stent is likely the result of the reported difficulty maneuvering the stent through the microcatheter, resulting in enough mechanical stress on the stent struts so as to bend them. However, based on the detachment condition of the stent, the issue reported regarding a stent released during the retraction of the enterprise system was confirmed. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Based on this, the customer complaint was confirmed. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. ¿ withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. ¿ withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot : 7412878. Device history batch : null. Device history review : a device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Manufactured date 16-aug-2022. Expiration date 28-jul-2024. The correct size of the device involved is a 4.5 mm x 37 mm enterprise ® vascular reconstruction device. A non-sterile 4.5 mm x 37 mm enterprise ® vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was found that the pouch contained only the detached sent. The stent was inspected under a microscope, and several struts were noted to be bent near one of the ends. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of lot 7412878. The historical record indicates this product was final inspection tested at lake region medical and was determined to be acceptable.